Event description:
Info received indicates the head section is all the way down and won't go up using either siderail electrically or from the manual controls.

Manufacturer narrative:
The technician found the head up valve was stuck. He replaced the head up valve to repair the bed.